Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, surgeon noticed strange appearance overlying lens. Further investigation revealed that the iol was sitting on the anterior hyaloid face and surgeon noticed posterior capsular rent adjacent to incision site. The initial capsulorhexis had previously torn temporally but did not pass the equator. Surgeon unsure of awiiology of rent whether from phaco, iol implantation or otherwise. Iol was explanted, vitrectomy performed and iol replaced with sulcus lens. Surgeon proceeded to complete posterior segment vitrectomy as planned. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).